Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was missing. The blood glucose level was 82 mg/dl. The customer reported that when he removed the sensor from the body the cannula was missing. The troubleshooting was not performed for missing cannula. The sensor is not being returned for analysis.